Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent repair of rectocele and cystocele due to sui. It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence and dyspareunia. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with repair of rectocele and cystocele due to sui. It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia, erosion of internal tissues, worsening incontinence ,suffered psychologically and emotionally and has undergone additional surgeries and revisionary procedures. It was reported that patient underwent hernia reflux surgery on (B)(6) 2010. (B)(4).